Event description:
Regulatory agency reported "intracapsular rupture, folds, waves, rotation, modification of devices color, capsular contracture baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, malposition of device, and device rupture.